Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed.   An ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2018 the patient experienced abdominal pain, and an attempt to reposition j tube was made on (B)(6) 2018. On (B)(6) 2018 an endoscopy and urea blood test were performed found a clean base ulcer and confirmed positive h. Pylori infection. The patient was treated with unspecified intervention. On (B)(6) 2018, the patient had ulcer removed. After the ulcer healed, the j tube was reinserted on (B)(6) 2018.